Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral stem primary, press fit 9mm (cat#: 300-01-09 / serial#: (B)(6). Equinoxe, humeral head short, 47mm (beta) (cat#: 310-01-47 / serial#: (B)(6). Equinoxe replicator plate 1.5mm o/s (cat#: 300-10-15 / serial#: (B)(6). Equinox square torque define screw drive kit (cat#: 300-20-02 / serial#: (B)(6). Glnd kwire (cat#: 315-35-00 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported approximately eight years post initial bilateral tsa, the 61 y/o male patient had right implants revised due to infection. Patient had bilateral explantation of both shoulder prosthesis. Bilateral shoulder implants removed for antibiotic shoulder spacers. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event images and x-rays received. The devices are not available for evaluation due to hospital does not release implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.